Manufacturer narrative:
(B)(6). Date of report: 07aug2019. The product support engineer (pse) had the customer to verify the brightness is adjusted correctly. If adjusting the brightness does not work then he will need to replace the backlight inverter. Customer to replace the backlight inverter. A user interface (ui) assembly was return for analysis. The root cause was due to the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. Although requested, it is unknown if there was any patient involvement at the time of the reported event.